Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). MFR site: name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: (B)(4). The following fields were updated per additional information received: age , date of report, description of event or problem, test/laboratory data, other relevant history, brand name, device identification, device manufacture date, evaluation codes (patient and device codes). Device code(s): appropriate term/code not available (3191) ¿ device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6)2009 via the right common femoral vein due to deep venous thrombosis with contraindication to anticoagulation. Patient is alleging vena cava perforation and organ perforation. (B)(6)2018 - cta abdomen & pelvis. Findings: "there is an ivc filter noted with the apex at the level of the renal veins. The legs are seen to be extending beyond the wall of the ivc in all directions. The anteriorly appears to extend into the 3rd segment of duodenum". (B)(6)2018 - cta abdomen & pelvis. Findings: "there is an ivc filter noted with the apex at the level of the renal veins. The legs are seen to be extending beyond the wall of the ivc in all directions. The anteriorly appears to extend into the 3rd segment of duodenum".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2009". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Corrected information: h6 (annex a, annex b, annex c), h10 lot investigation. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava/organ perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. (B)(4) devices in lot. No relevant notes on wo for neither device nor filter. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received alleges that the patient has subsequently expired. No allegation of wrongful death against the product has been received at this time. Per certificate of death dated on (B)(6) 2020, "immediate cause of death: acute cardiopulmonary arrest. Other significant conditions contributed to death: rheumatoid arthritis; coronary artery disease; hypertension; peripheral vascular disease; post myocardial infarction; coronary artery stentings; post pulmonary emboli: hypothyroidism; chronic anticoagulation."